Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their they experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl at the time of incident. Based on customer report customer does not allege pump was over delivering and auto mode was automatically delivering insulin at the time of low bg event. The customer performed displacement test and the test was passed. The insulin pump will be returned for analysis.